Manufacturer narrative:
Additional information: g3, h2, h3, h6. The reported event was confirmed by reviewing available log files. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting resolved the issue.